Event description:
A patient reported experiencing inaccurate erratic results with a euroflash meter. The patient's blood glucose results were 17.1,7.9,13.3 and 14.4mmol/l. Tests were done within 20 minutes with a difference of 33%. Patient did not experience any adverse events. No further information has been reported.